Manufacturer narrative:
Clinical investigation: there is a possible temporal relationship between pd therapy utilizing the liberty select cycler and the patient death. However, there is no confirmation as to whether or not the patient was in active treatment at the time of the event. There is no documentation in the complaint file to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. Long-term survival rates in pd patients remains poor with only 11% of patients surviving past 10 years. End stage renal disease is a major predictor of mortality in patients with type I diabetes. Although not confirmed, these comorbid conditions could have contributed to the patient death. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired. Upon follow up, the pd nurse stated the patient was found unconscious. 911 was called and the patient was transported to the hospital via emergency medical services (ems). Once at the hospital the patient was pronounced deceased. There is no cause of death that has been obtained. It is unknown if the patient was in pd treatment on the liberty select cycler at the time of death. The patient has a medical history of end stage renal disease (esrd), diabetes mellitus type I, and hypertension. Additional information was requested but not received.

Manufacturer narrative:
Date received by manufacturer on follow up 1 missing and should be 2020-06-19.

Manufacturer narrative:
Additional information: b5 and h10 clinical investigation clinical investigation: there is no temporal relationship between pd therapy utilizing the liberty select cycler and the patient death as the patient was not in treatment at the time of the event. The last treatment was completed on the previous day. There is no documentation in the complaint file to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. Long-term survival rates in pd patients remains poor with only 11% of patients surviving past 10 years. End stage renal disease is a major predictor of mortality in patients with type I diabetes. Although not confirmed, these comorbid conditions could have contributed to the patient death. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired. Upon follow up, the pd nurse stated the patient was found unconscious. 911 was called and the patient was transported to the hospital via emergency medical services (ems). Once at the hospital the patient was pronounced deceased. There is no cause of death that has been obtained. It was determined that the patient was not in active treatment at the time of the event. The patient has a medical history of end stage renal disease (esrd), diabetes mellitus type I, and hypertension. Additional information was requested but not received.